Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported device failure to boot up properly. Physio continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. A replacement device was provided to the customer.

Manufacturer narrative:
Further evaluation of the device at physio-control's failure analysis center determined the cause for the malfunction to be failure of a crystal oscillator, designator y4, on the digital pcb assembly.

Event description:
During inspection, the customer reported that the device failed to boot up properly. The device immediately turned on upon a battery insertion and the on and shock buttons were illuminated. There was no patient use associated with the event.